Event description:
The customer contacted baxter's technical service center to report the dialysis fluid was too hot while on the homechoice (hc) machine during peritoneal dialysis, patient connected in cycle 5. The home patient (hp) stated that his programming recently went from 4 cycles to 5. Now the solution during the 5th cycle seems warmer than the solution during the rest of therapy. The hp called the nurse and the nurse stated that the machine was not working properly. The nurse wanted the hc swapped since there were no alarms. The hp was unwilling to adjust the comfort control since the nurse stated that machine needed to be swapped. The baxter technical service representative (tsr) swapped the machine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. The reported issue of the fluid being too hot was not confirmed and the assignable cause was undetermined.